Manufacturer narrative:
An event of device migration and patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported residual shunt appears to be related to device migration. However, the cause of the reported device migration could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels were 254s and heparin was administered. The left atrial pressure was 15mmhg and no fluid was given. The amulet was successfully implanted. On (B)(6) 2024, a post procedure echocardiogram (echo) showed a small pericardial effusion (pe) and pericarditis. The physician mentioned the pe was marginally larger when compared to the previous baseline pre-procedure echo. The inferior vena cava (ivc) was severely dilated with abnormal respiratory collapse and suggestive of increased right atrial pressure and consider volume overload. The patient was reported hospitalized. On (B)(6) 2025, a computed tomography angiography (cta) conducted and compared to procedure transesophageal echocardiography (tee) the distal ward migration of the device lobe with loss of compression (seal) was noted. There was a 6.5 to 7mm peri-device leak was noted. The patient was reported stable and apixaban was administered. On (B)(6) 2025, tee showed 6x11mm peri device leak.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels were 254s and heparin was administered. The left atrial pressure was 15mmhg and no fluid was given. The amulet was successfully implanted. On (B)(6) 2024, a post procedure echocardiogram (echo) showed a small pericardial effusion (pe) and pericarditis. The physician mentioned the pe was marginally larger when compared to the previous baseline pre-procedure echo. The inferior vena cava (ivc) was severely dilated with abnormal respiratory collapse and suggestive of increased right atrial pressure and consider volume overload. The patient was reported hospitalized. On (B)(6) 2025, a computed tomography angiography (cta) conducted and compared to procedure transesophageal echocardiography (tee) the distal ward migration of the device lobe with loss of compression (seal) was noted. There was a 6.5 to 7mm peri-device leak was noted. The patient was reported stable and apixaban was administered.